Manufacturer narrative:
Device returned to manufacturer: the comet pressure guidewire was returned and analysis was completed. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed two kinks. The first kink was located 124cm from the tip. The second kink was located at the occ handle. There was a slight flaking of the coating at the 124cm location. The occ handle was connected to the ffr link for signal verification. The signal was not present as designed. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pressure wire was connected to the analysis support test bench and all applicable data was correct pertaining to coefficient values; however, the modulation values were nonexistent. No modulation or low modulation may affect signal strength and an issue of the equipment not being able to recognize zero or the device. Low modulation may be caused by wire damage, bad sensor or a cracked sensor face. This wire showed kinks on the shaft which may contribute to the no modulation and the device not being recognized by the system.

Event description:
Reportable based on analysis completed 17 june 2019. It was reported that the comet had been unable to connect to the ffr link. A second comet was able to be used successfully. There was no patient issue reported. However, the returned device analysis revealed some slight peeling of the device coating